Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A zoll laboratory services contacted zoll to report that the patient was experiencing soreness and redness. It was reported the irritation was under the patch and broken skin was present. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The medical outcome of the rash is unknown.